Event description:
It was reported that a tx60g was used during a low anterior resection procedure. It was reported by teh affiliate that the staples did not form. There was no consequence to the patient.